Manufacturer narrative:
Citation: panoulas vf et al. Prevalence, predictors, and outcomes of patient prosthesis mismatch in women undergoing tavi for severe aortic stenosis: insights from the win-tavi registry. Catheter cardiovasc interv. 2020 aug 31. Doi: 10.1002/ccd.29227. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, pro code npt), evolut r (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an evaluation of the incidence, predictors, and outcomes of female patients with patient-prosthesis mismatch following transcatheter aortic valve implantation (tavi). All data were collected from an international multi-center registry. The study population included 250 female patients and was predominantly caucasian with a mean age of 83 years and a mean weight of 68 kg. Of those, 107 patients were implanted with medtronic transcatheter valves: corevalve (85) and evolut r (22). No serial numbers were provided. Among all patients, 18 all-cause deaths and 14 cardiovascular deaths occurred within one year after tavi. No further details were provided about the deaths. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, stroke, myocardial infarction, coronary artery obstruction, patient-prosthesis mismatch, onset of unspecified arrhythmia or conduction disturbance, mild to moderate paravalvular aortic regurgitation, life-threatening bleeding, and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.